Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one single use reloadable stapler. The unit was received with advanced pushers and staples; bent and damaged. The sulu was reset, loaded into the stapler, and applied to test media. The jaws close smoothly, the handle actuated, and the unit cycled properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the advanced staple pusher condition may occur when the firing stroke is not completed during application. The instructions for use of this product state: to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. If the instrument handle is partially squeezed during firing then released, bleeding may occur as the instrument was not fully fired. The current packaging design for the product does not allow room for a dvanced staples, thus the condition could not have occurred during assembly or shipment. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: during the pneumonectomy procedure when dividing the trachea, the stapler partially deployed and failed to suture the tissue. The surgeon manually sutured the tissue to continue. No patient injury. No patient harm was reported.